Event description:
Date of insertion: (B)(6) 2023. ¿1 day old argon l-cath 1.9fr PICC was found to be leaking significantly at the hub.¿ ¿harm not significant, placement of multiple piv and piccs¿.

Manufacturer narrative:
According to the product experience report, there was no sample to be returned. Additionally, no photographic or visual evidence of any kind was provided which would have allowed for the allegation to be reviewed. Several complaints for this part number have previously been received regarding a cracked hub resulting in leakage, and CAPA 2021-039 was initiated to address this issue. The CAPA is currently in the implementation phase and will evaluate the corrective action implementation for effectiveness to prevent a recurrence of this issue.